Manufacturer narrative:
Additional information: h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected at approximately 70°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly. There was a fiber fragment noted at the leak site, approximately 70°. The fiber fragment measured approximately 2.5 inches in length. An opposing fiber end was not identified. Further examination of the fiber bundle did not identify any damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s facility administrator (fa) reported that a visible internal dialyzer blood leak occurred 1 minute into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s facility administrator (fa) reported that a visible internal dialyzer blood leak occurred 1 minute into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.